Manufacturer narrative:
(B) (4).

Event description:
The doctor was not able to interrogate the pump, so the company representative brought a new n'vision to check the interrogation. But he could not interrogate as well. Only two thirds of interrogation could be done, then invalid of error message displayed on the n'vision screen. The doctor checked to see if the cause was battery depletion of n'vision, depth of pump implant (within 2.5cm), emi, and pump flip. No anomaly was found. A new pump was brought next to the patient, and tried for interrogation. It succeeded without any problem, then tried for the patient's pump. It did not succeed. The doctor tired over 20 times. Then he could interrogate once. A pump problem was suspected, and it was replaced.